Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and discussed that the impedance was at 126 ohms and the lead is a single coil lead, which may yield higher impedance measurements. Ts discussed that since lead alerts were on in the ICD, the device would be emitting tones until interrogated by a programmer. Ts discussed further options, including bringing the patient in or reprogramming the remote home monitoring alert to a higher value until the patient could be brought into the office. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the remote home monitor issues another alert for high out of range shock impedance measurements for the rv lead and ICD. The medical personnel contacted boston scientific technical services (ts) for the value. Ts noted the impedance measurement had reached 150 ohms and suggested performing commanded shock impedance testings. A few weeks later the patient presented to the emergency room for non-cardiac related issues. It was found that therapeutic shocks were performed three months earlier with shock impedance measurements of 89, 98 and 101 ohms. Ts was again consulted and discussed the possibility of performing synchronous maximum energy shocks to test the system. Ts noted that if the synchronous shock yields an impedance of 145 ohms or greater the lead would need to be replaced. At this time the ICD and rv lead remain in service and it is unknown if further testing has taken place. No additional adverse patient effects were reported.

Event description:
It was noted that the clinic will bring in the patient and increase the remote home monitor alert and continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.